Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by the patient's mother that the patient's blood glucose levels reached 420 mg/dl while wearing the pod between 36 and 48 hours on the leg. Patient was taken to the doctors for this issue. Patient was monitored and found to have an irritation at the insertion site, the patient was prescribed antibiotics for allergies that they thought could have been what was causing the high blood glucose levels. The antibiotics was cephalexin and it was prescribed on 8/7/2020 and was directed to take a full spoon a day for 7 days. The patient's blood glucose and insulin history are as follows: time, bg(mg/dl), bolus(u). Bg provided: 08/11/2020, 10 am bg was 245 mg bolused 10.10u, 1150 am 359 mg bolused 1.85u, 12 pm 420 mg bolused 3.00u. Bg for today: 830 am 286 mg bolused 5.80, 945 am 227 mg bolused 10.15, 1252 pm 80 mg bolused 7.00u.